Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknown accuracy - high (volume, temperature and pressure) issue and pump infused medication in 5 min that was supposed to take 50 hrs. There was no patient involvement.

Manufacturer narrative:
Omit: concomitant med prod data, a1801 - contamination, g04037 - cover, g02017 - electrical port, b01 - testing of actual/suspected device, c0601 - degradation problem identified, c0703 - leakage/seal. Additional information: relevant tests/laboratory data, if other specify, imdrf annex a,b,c and g codes. Correction: initial reporter occupation, other occupation, report source, report source other. H3 other text : no devices received, log review only.

Event description:
It was reported that the device infused an unspecified medication in five minutes that was supposed to take fifty hours to complete. There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, medical device serial #,unique identifier (UDI) #,medical device model #,device manufacture date, imdrf annex f grid, concomitant med prod data. Additional information: describe event or problem, imdrf codes a,g,b,c,d.

Event description:
It was reported that the device infused an unspecified medication in five minutes that was supposed to take fifty hours to complete. There was patient involvement but no harm. Although requested, additional information was not provided.